Event description:
According to the reporter, during use, the patient sustained look-like burns to the forehead from the probe monitor. The position of the patient was supine or likely turned to the side. The wound was not a stageable wound as it was more of a burn than a pressure injury. The sensor was moved regularly by nursing or rrt. The wound was left open to the air to heal on its own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.